Event description:
It was reported that when patient's vns was interrogated there was current not delivered message. Impedance was ok. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The representative reported that the physician was extremely busy and did not have time to answer the questions sent. He mentioned that he thinks everything looks fine now, that there are no issues. Tablet data was sent in and reviewed, but the patient had not been interrogated with this tablet before. The representative later reported that there is no other tablet at the neurologist's office. He originally reported this event through word of mouth from the new nurse practitioner. After following up, he made it seem as though there was a mistake or that there was no issue at all. After further investigation with the neurologist's nurse, I was informed there was nothing in the patient¿s notes about interrogation or lead impedance issues. The neurology staff made it very clear that they don't have any issues and do not have time to discuss further in detail. The data sent in was checked for any patients that may have experienced programming issues for the days before report, but no abnormalities were seen. No further investigation can be done as the provider reported they do not have any issues and cannot discuss this report further.